Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of an extravascular implantable cardioverter defibrillator (ev-ICD) system defibrillation threshold testing (dfts) failed at 35 joules (j) and at 40j. The device was moved superior and more anterior from the previous location and dfts failed again at 35j but rescued at 40j. It was decided to have the patient return in two weeks and repeat dfts. Upon repeat dfts, testing failed at 30j, 40j, and required external rescue. The ev ICD system was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID ev240163 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.